Event description:
In 2009, the pt reported that on 7 separate occasions, her infusion tubing has separated at the luer connection. On one incident, the pt's blood glucose was elevated although she had bolused repeatedly. She then discovered that the infusion tubing was "halfway ripped off." The most recent incident occurred eight days prior, and her blood glucose was elevated to 546 mg/dl as a result and she experienced frequent urination. She stated that the infusion tubing was "ripping away." She injected 16-17 units of insulin via syringe to lower her blood glucose to her normal level (150 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. She did not retain the alleged used infusion sets. She will return the unused infusion sets from the alleged lot.